Event description:
It was reported that a meal announcement discrepancy occurred at school when lunch was announced but the meal may not have been actually provided, and subsequent log review could not be completed due to data sync issues, with the caregiver later indicating the screen may have been swiped for lunch. Symptoms included impacted blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included a review attempt of device logs and follow-up with the caregiver. Investigation of this case revealed that the device data did not properly sync, preventing confirmation of whether a lunch announcement occurred, and no device malfunction was verified. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.